Event description:
The reporter stated that his wife had gotten an er1 several times, and then had a test result of 353 mg/dl. He stated that she was experiencing symptoms of hyperglycemia at the time, from surgery and a resulting infection, and had been in and out of the hospital for 4 to 6 weeks previously. She had consistent high blood sugars at home and while in the hospital. No harm was alleged.